Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 800mg/dl. The customer stated that she attempted to deliver a bolus using the bolus wizard, but the numbers were scrolling up on its own. The customer was not able to treat herself. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed. See scanned page.